Event description:
It was reported that the pt fell and hyper-extended her leg when existing an airplane. The surgeon elected to replace the tibial innsert with a thicker one to correct the problem.

Manufacturer narrative:
The tibial insert was returned to the MFR and a visual evaluation was performed. The spine of the tibial insert was damaged when the pt fell. All other wear was consistent with an insert that was implanted for approx 2 years and 9 months. A thicker, 8mm tibial insert was used during the revision surgery. It was reported by the sales rep that the pt was doing well following the revision surgery. Any new info that is received on this incident will be submitted in a follow-up report.